Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reportedly available for evaluation; however, it has not been received by biomet to date. In the event that the device is received and evaluated, a follow-up report will be send to the FDA to provide results. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2015. During the procedure, the handle fractured and had to be retrieved from the patient's wound. No further information has been provided.